Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this 31 mm transcatheter bioprosthetic valve ((B)(4)), the valve did not fully expand. Immediately following implant, mild paravalvular leak (pvl) and an increased gradient were noted. Balloon aortic valvuloplasty (bav) was performed and dislodged the valve into the sinus with the inflow portion of the valve at the level of the left coronary ostia. A snare was placed around the outflow tab at the lesser curvature of the aortic arch and a 29 mm non-medtronic second valve (sn unknown) was successfully implanted. The patient was reported to be recovering well. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.